Event description:
(B)(4). Initial information received from a consumer on (B)(6) 2008: a female consumer received her first treatment with poly-l-lactic acid (sculptra) injections on (B)(6) 2007 for facial lines. (Lot number/ expiration date not specified.) She reported that she had additional injections on (B)(6) 2007, (B)(6) 2008 and with this injections she experienced a few nodules. After her last injection, which was on (B)(6) 2008, her "face swelled out of recognition" and she had a "bony projection under one eye." The onset of these events was reported as "two weeks ago." The "bony projection" was treated with an injection of triamcinolone acetonide (kenalog) and it went away. The swelling went down in 10 days. Now her face is discolored, with "a bruised blue color." She stated that "it appears the 'dermis' is damaged" and that she has puckering around her mouth. Concomitant medication include hormone therapy patch, nos, and unspecified blood pressure medications. Medical history was not provided. Treatments with the poly-l-lactic acid were reported as continuing. No further medical information reported.

Manufacturer narrative:
Additional information: (B)(6) 2007, (B)(6) 2008. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received from consumer call to product quality complaint dept on (B)(6) 2008: the consumer reported that her face is horrible, she has "dimpling and pitting" all over her face. She stated that she had sent pictures of her face to her physician for advice and received no response. Consumer also provided a lot number of "1009046" which is not a valid lot number, as per (B)(4) no further relevant medical information reported.